Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: on-going.

Event description:
During an acdf procedure, the locking mechanism of the bipolar irrigation unit would not stay locked, which resulted in a contant drip. The surgery was delayed approximately 20 minutes. The bipolar irrigation unit was removed from the room, no other unit was available. The surgery was completed successfully; the patient was not affected and no additional intervention was required.

Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service department (ats). The device is in used but good condition. The device was manufactured and delivered in september 2015. During the investigation it has been ascertained that the relay was out of adjustment. The relay consists of a magnet and a rotor. Batch history review: the device history records have been checked and found to be in accordance to the specifications, valid at the time of production. Conclusion and root cause: the failure is most probably production related. No CAPA is necessary.